Manufacturer narrative:
Received one photo, per photos provided by the customer the failure mode ¿a0282 - leaking¿ the complaint was not possible to confirm. An evaluation can´t be performed since the sample was not received, in case the sample was received the investigation would be re-open to perform the corresponding inspections. " service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking from the joint, just underneath the part attached to the peripherally inserted central catheter (PICC) bung. The patient reported minimal skin contact from the blinatumomab, and the area was washed and inspected with no skin damage. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.